Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I wanted to let you know that we had 2nd instance 22g bd insyte autoguard needles last week that the safety did not work. The needle did not retract. This poses an increase risk of the nurse getting stuck with a dirty needle. All three needles had the same lot # 3262524.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I wanted to let you know that we had 2nd instance 22g bd insyte autoguard needles last week that the safety did not work. The needle did not retract. This poses an increase risk of the nurse getting stuck with a dirty needle. All three needles had the same lot # 3262524.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review for lot 3262524 did not reveal any annotations or non-conformances during the manufacturing process related to this incident. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.